Event description:
"The patient's blood pressure dropped, so the continuous infusion of morphine was stopped for an unspecified time until it stabilized".

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a morphine bolus over-infusion that took place on a syringe pump due to a programming error. The bolus was programmed for total dose versus a weight-based dose, resulting in the patient receiving 10 times the ordered dose. The patient was connected to ECMO and there was no report of patient decompensation. Although requested, the customer declined to provide any additional event information.